Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, inability to walk, loose cup, bone loss, cobalt & chromium debris, and dislocation. Legal counsel for patient reports a displaced and retroverted cup, retainment of a fractured bone screw, and acetabular bone loss were noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "postoperative bone fracture and pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04350-1 / 2016-00521). Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, inability to walk, loose cup, bone loss, cobalt and chromium debris, and dislocation. Legal counsel for patient reports a displaced and retroverted cup, retainment of a fractured bone screw, and acetabular bone loss were noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified additional information received in operative report noted the head of the fractured screw was removed, but the distal portion was retained. Furthermore, loss of superior bone, and the new cup being implanted with only one screw were noted. All components were removed and replaced with competitor products to complete the procedure.